Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per rpt-(B)(4) bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed.

Event description:
Event verbatim [preferred term] some of the particles have escaped from the pockets but they stayed in the thing itself [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number w81904, expiration date jun2021, from an unspecified date at an unspecified frequency for back pain. Medical history included membranous glomerulonephritis, kidney problem from high blood pressure, 9 fused vertebrae. Concomitant medications included diltiazem at 180mg, atorvastatin at 40mg, losartan at 50mg, terazosin at 2mg, atenolol at 25 (units not confirmed), celecoxib (celebrex) at 20 (units not confirmed). The patient previously used thermacare heatwraps multi-purpose muscle pain for back pain and experienced a problem with the leakage a couple months ago (2018), she used tape to tape around the outside of the pad to keep those from escaping, never got burnt. This time consumer stated, "I was calling, we went to the store last week ((B)(6) 2018) and on the receipt it said there is a recall notice on the thermacare pads, the muscle pain therapy and they gave me this number to call you about that for more information and I do have 2 of the boxes, yes 2 boxes of the one number." Consumer stated that both boxes had lot # w81904. In response to have you experienced any problem after using thermacare, consumer stated, "these, the ones I have right now, some of the particles have escaped from the pockets but they stayed in the thing itself." The consumer bought them at the store. She started using these several years ago. She also provided started date as 2007-2008 because that's when her back problem started and she started trying all these different products. The consumer had blood work twice a year. The only thing that was not normal was the creatinine which was an indication of the kidney issue but it was stable. When probed for height, consumer stated, "my height is about 5' 5.5". I am shrinking." The action taken in response to the events for thermacare heatwrap was unknown. There was no medical intervention for the event. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per (B)(4) bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. Company clinical evaluation comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed.

Event description:
Event verbatim [preferred term] some of the particles have escaped from the pockets but they stayed in the thing itself [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 71-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number w81904, expiration date jun2021, from an unspecified date at an unspecified frequency for back pain. Medical history included membranous glomerulonephritis, kidney problem from high blood pressure, 9 fused vertebrae. Concomitant medications included diltiazem at 180mg, atorvastatin at 40mg, losartan at 50mg, terazosin at 2mg, atenolol at 25 (units not confirmed), celecoxib (celebrex) at 20 (units not confirmed). The patient previously used thermacare heatwraps multi-purpose muscle pain for back pain and experienced a problem with the leakage a couple months ago (2018), she used tape to tape around the outside of the pad to keep those from escaping, never got burnt. This time consumer stated, "I was calling, we went to the store last week (dec2018) and on the receipt it said there is a recall notice on the thermacare pads, the muscle pain therapy and they gave me this number to call you about that for more information and I do have 2 of the boxes, yes 2 boxes of the one number." Consumer stated that both boxes had lot # w81904. In response to have you experienced any problem after using thermacare, consumer stated, "these, the ones I have right now, some of the particles have escaped from the pockets but they stayed in the thing itself." The consumer bought them at the store. She started using these several years ago. She also provided started date as 2007-2008 because that's when her back problem started and she started trying all these different products. The consumer had blood work twice a year. The only thing that was not normal was the creatinine which was an indication of the kidney issue but it was stable. When probed for height, consumer stated, "my height is about 5' 5.5". I am shrinking." The action taken in response to the events for thermacare heatwrap was unknown. There was no medical intervention for the event. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. According to the product quality complaint group on 16may2019: the root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. There is no adverse event mentioned in the intake report. Consumer stated that they were calling in reference to the "recall notice on the thermacare pad." This batch, w81904, is not related to the recall. Per investigation pr -2379610 batches t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking were determined to be recalled. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (16may2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Event description:
Some of the particles have escaped from the pockets but they stayed in the thing itself [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 71-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number w81904, expiration date jun2021, from an unspecified date at an unspecified frequency for back pain. Medical history included glomerulonephritis membranous, kidney problem from high blood pressure, 9 fused vertebrae and height shrinking. Concomitant medications included diltiazem at 180mg, atorvastatin at 40mg, losartan at 50mg, terazosin at 2mg, atenolol at 25 (units not confirmed), celecoxib (celebrex) at 20 (units not confirmed). The patient previously used thermacare heatwraps multi-purpose muscle pain for back pain and experienced a problem with the leakage a couple months ago (2018), she used tape to tape around the outside of the pad to keep those from escaping, never got burnt. This time consumer stated, "I was calling, we went to the store last week ((B)(6) 2018) and on the receipt it said there is a recall notice on the thermacare pads, the muscle pain therapy and they gave me this number to call you about that for more information and I do have 2 of the boxes, yes 2 boxes of the one number." Consumer stated that both boxes had lot # w81904. In response to have you experienced any problem after using thermacare, consumer stated, "these, the ones I have right now, some of the particles have escaped from the pockets but they stayed in the thing itself in 2018." The consumer bought them at the store. She started using these several years ago. She also provided started date as 2007-2008 because that's when her back problem started and she started trying all these different products. The consumer had blood work twice a year. The only thing that was not normal was the creatinine which was an indication of the kidney issue but it was stable. When probed for height, consumer stated, "my height is about 5' 5.5". I am shrinking." The action taken in response to the event for thermacare heatwrap was unknown. There was no medical intervention for the event. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. According to the product quality complaint group on 16may2019: the root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. There is no adverse event mentioned in the intake report. Consumer stated that they were calling in reference to the "recall notice on the thermacare pad." This batch, w81904, is not related to the recall. Per investigation (B)(4) batches t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking were determined to be recalled. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint group included: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample has not been received at the site for evaluation, the complaint can not be confirmed. The consumer stated that the wrap "had a problem with the leakage of that, those metal filings or whatever they are, a couple months ago." Consumer reported that no adverse skin reaction occurred from the leakage. Consumer also referenced the "recall notice on the thermacare pad." This batch, w81904, is not related to the recall. Per investigation (B)(4) batches t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking were determined to be recalled. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual, inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending and guidelines, effective 26aug2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to adverse event w81904. On the basis of this evaluation, a trend does not exist for this batch. According to the product quality complaint group: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated there was a leakage with the product. There was no harm or burn injury reported. Review of complaint description concludes there is a device malfunction. Follow-up (16may2019): new information received from a product quality complaint group included: investigation results. Follow-up (25oct2019): new information received from a product quality complaint group included additional investigation results. Follow-up (05nov2019): this is a follow-up report received from the product quality complaint group includes malfunction assessment and medical history added. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time. Comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample has not been received at the site for evaluation, the complaint can not be confirmed. The consumer stated that the wrap "had a problem with the leakage of that, those metal filings or whatever they are, a couple months ago." Consumer reported that no adverse skin reaction occurred from the leakage. Consumer also referenced the "recall notice on the thermacare pad." This batch, w81904, is not related to the recall. Per investigation (B)(4) batches t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking were determined to be recalled. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual, inspection, to ensure the quality of the product...

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample has not been received at the site for evaluation, the complaint can not be confirmed. The consumer stated that the wrap "had a problem with the leakage of that, those metal filings or whatever they are, a couple months ago." Consumer reported that no adverse skin reaction occurred from the leakage. Consumer also referenced the "recall notice on the thermacare pad." This batch: w81904, is not related to the recall. Per investigation pr -2379610 batches: t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking were determined to be recalled. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual, inspection, to ensure the quality of the product.

Event description:
Some of the particles have escaped from the pockets but they stayed in the thing itself [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 71-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number: w81904, expiration date: jun2021, from an unspecified date at an unspecified frequency for back pain. Medical history included membranous glomerulonephritis, kidney problem from high blood pressure, 9 fused vertebrae. Concomitant medications included diltiazem at 180mg, atorvastatin at 40mg, losartan at 50mg, terazosin at 2mg, atenolol at 25 (units not confirmed), celecoxib (celebrex) at 20 (units not confirmed). The patient previously used thermacare heatwraps multi-purpose muscle pain for back pain and experienced a problem with the leakage a couple months ago (2018), she used tape to tape around the outside of the pad to keep those from escaping, never got burnt. This time consumer stated, "I was calling, we went to the store last week (on (B)(6) 2018) and on the receipt it said there is a recall notice on the thermacare pads, the muscle pain therapy and they gave me this number to call you about that for more information and I do have 2 of the boxes, yes 2 boxes of the one number." Consumer stated that both boxes had lot#: w81904. In response to have you experienced any problem after using thermacare, consumer stated, "these, the ones I have right now, some of the particles have escaped from the pockets but they stayed in the thing itself." The consumer bought them at the store. She started using these several years ago. She also provided started date as 2007-2008 because that's when her back problem started and she started trying all these different products. The consumer had blood work twice a year. The only thing that was not normal was the creatinine which was an indication of the kidney issue but it was stable. When probed for height, consumer stated, "my height is about 5' 5.5". I am shrinking." The action taken in response to the events for thermacare heatwrap was unknown. There was no medical intervention for the event. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction, severity ranking is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. According to the product quality complaint group on 16may2019: the root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation, the complaint can not be confirmed. There is no adverse event mentioned in the intake report. Consumer stated that they were calling in reference to the "recall notice on the thermacare pad." This batch: w81904, is not related to the recall. Per investigation pr -2379610 batches: t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking were determined to be recalled. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint group included: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The return sample has not been received at the site for evaluation, the complaint can not be confirmed. The consumer stated that the wrap "had a problem with the leakage of that, those metal filings or whatever they are, a couple months ago." Consumer reported that no adverse skin reaction occurred from the leakage. Consumer also referenced the "recall notice on the thermacare pad." This batch: w81904, is not related to the recall. Per investigation pr -2379610 batches t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking were determined to be recalled. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual, inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending and guidelines, effective 26aug2019, a visual evaluation was performed to identify a potential trend for the subclass and lot. A trend was not identified. Refer to attachment adverse event w81904. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (16may2019): new information received from a product quality complaint group included: investigation results. Follow-up (25oct2019): new information received from a product quality complaint group included additional investigation results. Company clinical evaluation comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: the patient reported "some of the particles have escaped from the pockets but they stayed in the thing itself." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.